Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardiovert defibrillator exhibited post-paced t-wave oversensing. Programming changes were performed. Further information was requested however, was not provided.

Event description:
New information noted that the patient was stable post programming changes.